Manufacturer narrative:
Image review: three sonographic tiff graphic image files were received, but only two of the files could be opened. The first image is right mid ptv and the second image is right perfv calf med distal with an artery highlighted. Do to the quality and clarity of the images it is not possible to identify adhesive in the posterior tibial vein. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had approximately 9cm of great saphenous vein (gsv) treated with venaseal. Proximal gsv was already previously ablated, distal gsv was open and refluxing with a refluxing perforator at the ankle. Patient also on aspirin, eliquis. IFU was followed during prep. The glue catheter tip was placed just distal to the knee since the proximal gsv was closed . Physician used double aliquots of glue at the perforator and distal. Four sections were treated and approximately 6cc of adhesive were administered. Three days post procedure, on post scan duplex, glue was seen in the posterior tibial vein, very short section. The patient was not prescribed any medicine post procedure. Patient is not having symptoms.